Manufacturer narrative:
The failure investigation could not be completed due to no cartridge was returned with the device. The alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that air bubbles were observed within the unknown location. Customer¿s blood glucose level was 245-450 mg/dl. No additional patient or event information was available. A replacement pump was sent to the customer.